Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# v005411, implanted: (B)(6) 2006, product type: lead. Product ID; 3487a-56, lot# v005411, implanted: (B)(6) 2006, product type: lead. Product ID: 377875, lot# v006018, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient was not able to charge her pulse generator due to positional changes of the generator and an excessive distance between the generator and the recharging head. The stimulator was not able to recharge. Patient symptoms included acute loss of stimulator. The patient outcome was noted as recovered without sequelae. There was surgical device intervention. The etiology was noted as related to the implantable neurostimulator (ins). The etiology was noted as related to the device or therapy and not related to the implant procedure. The severity was noted as moderate. Relevant medical history included: chronic low back pain